Event description:
It was reported the header was non functioning. The header was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head failed all uplink amplitude tests and the electromagnetic field immunity amplitude test during functional testing. The rf head cable was found with a slit in it. The rf head upper case was found broken in two places.

Event description:
It was reported the header was non functioning. The header was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.